Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metal layer broke outside of the patients body. No pieces fell into the patient.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: during the surgery, when the nurse put tc needle holder tip into device table, found the metal layer broken, discovered in time and metal layer broken out of patient¿s body, the medical accident was not to happen. The surgeon changed a new one to finish surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive contact with another surgical device and/or excessive reprocessing. The device manufacture date is not known.

Event description:
It was reported that the metal layer broke outside of the patient's body. No pieces fell into the patient.